Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not get into MRI mode. An x-ray was taken, and the patient has a possible lead fracture, but it is unclear. The patient also experienced recent trauma which could be the cause of the fracture. The manufacturer's representative was able to reprogram and get good coverage for now. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.